Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4.

Event description:
Healthcare professional reported right side folds, capsular contracture grade IV, 'inner silicone touched patient', pain, inflammation. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/ folding of implant : no observed. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ inflammation/ irritation : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed

Event description:
Healthcare professional reported right side folds, capsular contracture grade IV, 'inner silicone touched patient', pain, inflammation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side folds, capsular contracture grade IV, 'inner silicone touched patient', pain, inflammation. Device has been explanted.